Manufacturer narrative:
The device was returned for analysis after being explanted from the patient after death. It was noted that the patient's death was not related to the device or procedure of this device. Product analysis: upon receipt at medtronic's quality laboratory, the valve was returned inside the patient's pulmonary artery, inside a pre-stent and inside another bioprosthetic transcatheter pulmonary valve. Radiography revealed stent fractures. It cannot be determined which devices had the stent fractures. An embolized stent fragment was noted at the outflow area. Conclusion: the device history record was reviewed and showed that the there was no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing process and the device met all applicable manufacturing specifications prior to release for distribution. Based on the receipt condition of the returned product, stent fractures were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 2 months post implant of this transcatheter bioprosthetic valve, several minor stent fractures were noted in the proximal half of the stent. No treatment was given and the device remained implanted.

Manufacturer narrative:
Added patient weight of (B)(6) lbs. If information is provided in the future, a supplemental report will be issued.